Event description:
It was reported that during a device upgrade procedure, the atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal and distal conductors were distorted (pulled/stretched/overstress), and blood was found on the proximal conductor (not obstructed). Blood was also found on the distal end of the electrodes. The inner insulation exhibited a breach due to tearing, and the outer insulation exhibited a cosmetic depression, cut, and environmental stress cracking. The lead appeared to have been stretched and exhibited apparent explant damage. Concomitant products: 5076 implantable pacing lead - (B)(6) 2009. (B)(4).